Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon catheter "locked" on to guide wire occurred. The target lesion was located in the bifurcation of the left anterior descending (lad) to the 1st diagonal artery. A 12mm x 2.75mm quantum maverick balloon catheter was used for dilation. The catheter balloon froze on a non-bsc guide wire after deflation and could not remove the device without withdrawing the whole unit. The procedure was completed with a different device. No complications were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the quantum maverick catheter was received with a non-bsc guidewire in the wire lumen. There was no damage to the catheter. Gently pulling on the wire, the wire was removed from the wire lumen without encountering any unusual resistance. The outer diameter of the wire was .0137" (measured with a calibrated laser micrometer), which is consistent with a .014" guidewire. The inner diameter (ID) of the wire lumen was measured at both ends with a calibrated pin gauge set; the ID was .014", which is within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon catheter "locked" on to guide wire occurred. The target lesion was located in the bifurcation of the left anterior descending (lad) to the 1st diagonal artery. A 12mm x 2.75mm quantum maverick balloon catheter was used for dilation. The catheter balloon froze on a non-bsc guide wire after deflation and could not remove the device without withdrawing the whole unit. The procedure was completed with a different device. No complications were reported.